Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had to go through surgical removal of the implant about a week and a half ago because they ended up with a small infection underneath it. The manufacturing representative (rep) was a the removal and they were diagnosed with the infection 2-3 days prior to the removal. The healthcare provider (hcp) had to change the bandage. The caller noted that the area of the ins was rubbing against their shirt and pants and it got infected. The patient was wondering what they had to do to get it put back in or how to go about it and about cost of the replacement. Redirected to hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D6b: explant date estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.